Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to medication jam issue. A field service engineer assisted the customer to resolve the issue. No resolution was provided by the field service engineer about the resolved issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a smart remote manager failure. The customer stated that the smart remote manager was connected incorrectly and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.